Manufacturer narrative:
Results: a sample is not available for evaluation, however, the customer provided a photo for investigation. A photo inspection revealed that the needle was attached to a syringe of lidocaine with the needle protruding through the shield. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6305606. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. Additionally, our quality engineer notes that a possible cause for this incident is user error due to needle recapping. (B)(4).

Event description:
A scrub tech suffered a contaminated needle stick injury (post use) from a 25 g x 1 1/2 in. Bd precisionglide¿ needle. The needle was sticking through its cap and the scrub tech was not aware of this when he/she unscrewed the needle from the syringe. The anesthesiologist in the operating room drew a sample of the patient's blood and sent it to the lab. The tests were negative for any infectious diseases and/or pathogens.